Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "iab failed leak test". The report further states that "rn is calling for persistent possible helium loss 2 and 3 alarms. He is asking for assistance with this. Caller reported no blood or kinking in the driveline, alarms not correlational with patient movement or ectopy, and lead scores appropriate. Cardiology attending decided to leave the iabp in place today, believing the patient would not survive the exchange. The team is in the process of attempting to withdrawal care on this patient".